Event description:
Article described a study comparing the lma-proseal with endotracheal intubation during laparoscopic cholecystectomy. Pts were stratified as non-obese or obese (body mass>30mg/m2). In one obese pt a satisfactory airway was established with the lma-proseal, however a sudden increase in airway pressure was observed approximately 90 minutes into the surgical procedure. The lma airway was removed and the pt was intubated. The pt did not have any post-operative pulmonary complication. There was no report of device malfunction associated with this event.